Event description:
Two midterm pregnancy losses and several miscarriages, bii. Raynauds, sever inflammation, heart palpitations, vision problems; food allergies, shortness of breath, hair loss, swollen lymphnodes, autoimmune diagnosis, joint pains, ringing ears; hospital visits, miscarriage and funeral home for midterm losses. Memory loss, gi issues, loss of daily activities due to severe fatigue, swollen eyes / eyelids, red eyes, slurred speech; thyroid illness, headaches, insomnia, menstrual changes, choking/choking feeling, dizziness, pre diabetes, metallic taste in mouth, numbness in hand and feet, constant pains in chest, unable to walk sometimes/falling down; swollen hands/face/feet/legs, autoimmune diagnosis, severe weight gain, extreme shoulder, neck and back pain. Skin rashes. My son that was born 2012 and he has health issues. He has received therapy children's hospital for speech, feeding and occupational and is now doing therapy in school for speech.